Event description:
On (B)(6) 2010, pt reported one of his infusion sets broke because he didn't know how to use it. Pt stated the second one attached fine after he read the directions. Pt reported this evening he detached from the infusion headset so he could take a shower and when he went to reconnect to the infusion device a little while later, the part of the infusion headset that connects to the infusion tubing had "snapped off" and was nowhere to be found. Pt stated he did not recall bumping into anything or causing that part to break off. Pt was not at home and is not sure if he will have enough privacy to change his infusion site. Pt reported he does have an additional infusion set with him. Advised pt to change his infusion site as soon as possible since the infusion tubing has nothing to connect with and he is not receiving any insulin. Reviewed basic use of the infusion set. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.